Event description:
Reporter stated customer received the following results on the mobile system within 2 minutes: 10.9 mmol/l, 23.0 mmol/l, 14.1 mmol/l, and 10.1 mmol/l. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.